Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Multiple staples were observed to be misaligned at the front of the cover block. The bottom component was observed to be misaligned at the front of the cover block. The bottom component was also observed to not be welded at the back of the cover block, allowing the staples to become severely misaligned and out of position. Functional testing could not be performed, due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73g2300470 was manufactured on 07/11/2023 a total of (B)(4) pieces. Lot was released on 07/24/2023. DHR investigation did not show issues related to complaint. Upon review of the complaint details, it was determined that a complaint investigation is not necessary at this time as an investigation into this failure mode has already been performed for the reported product code. A corrective and preventative action (CAPA) was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause of the incorrectly positioned bottom as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. At this time, the complaint continues to be monitored for any trends. If a trend is identified, the trend will be reviewed and analyzed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the stapler malfunctioned, it jammed and delivered several staples at once. The incident concerned two devices from the same batch." No report of patient harm or injury. Associated mdrs: 3003898360-2025-00807 and 3003898360-2025-00811.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the stapler malfunctioned, it jammed and delivered several staples at once. The incident concerned two devices from the same batch." No report of patient harm or injury. Associated mdrs: 3003898360-2025-00807.